Event description:
Hospitalized for high blood sugars. It was stated that the programming on the pump was accurate and the pump passed the functional tests. The nurse did not have any other information related to the hospitalization.